Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for split of anterior femur : bone fracture - femoral (intraoperative, re-implantation) event is serious and is considered moderate event is possibly related to both device and procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2019 (left knee). Depuy components implanted (B)(6) 2019: catalog ID: 151710622, lot: 8613688, description: attune revision crs rotating platform insert size 6 22 mm. Catalog ID: 154706002, lot: hz2103, description: attune revision distal femoral augment size 6 8mm. Catalog ID: 154706002, lot: hz2103, description: attune revision distal femoral augment size 6 8mm. Catalog ID: 154906002 , lot: j36y75, description: attune revision posterior femoral augment size 6 8 mm. Catalog ID: 150660006, lot: 9213508, description: attune revision tibial base rotating platform size 6 cemented. Catalog ID: 150440106, lot: j5753j, description: attune revision crs femoral size 6 left cemented. Catalog ID: 151111202, lot: j35w45, description: attune revision tibial sleeve porocoat fully coated 37 mm. Catalog ID: 154905001, lot: j2401d, description: attune revision posterior femoral augment size 5 4mm. Catalog ID: 151101104, lot: hw1787, description: attune revision femoral sleeve porocoat partially coated 40 mm. Catalog ID: 151820041, lot: 8983676, description: attune medial dome pat 41mm. Catalog ID: 545031500, lot: 9207059, description: smartset with gentamicin 40g. Catalog ID: 545031500, lot: 9207059, description: smartset with gentamicin 40g.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.